Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump usb port was observed to be damaged as the customer was unable to charge the pump battery. Reportedly, the port became detached from the pump when the customer removed the charging cable. The customer's blood glucose level was 180 mg/dl. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.